Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 407652 lead implanted: 2006 (B)(6); 419378 lead implanted: 2006 (B)(6). (B)(4).

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is not lasting as long as expected. The device remains in use. No patient complications have been reported as a result of this event.